Event description:
Zoll customer support contracted a (B)(6) female pt to exchange her electrode belt. The pt's download revealed multiple occurrences of service code 107 - multiple abnormal shutdowns.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 107) was confirmed. As received, the trunk cable connector would not securely connect with the monitor. The cause for the code 107 is the insecure connection between the electrode belt and the monitor. The cause for the inability to securely connect with the monitor is a defective trunk cable connector. The root cause has not been positively identified. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.